Manufacturer narrative:
Medwatch field d4 was updated. The qc data for the relevant period was provided, and it was within the target ranges. There was no indication of a technical/analytical issue. No further clarifications were possible with the current state-of-the-art. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The insulin reagent expiration date was not provided. The cobas 8000 core unit serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's samples tested with elecsys insulin assay on a cobas 8000 core unit, not matching the patient's clinical presentation. After admission to the hospital, the patient had a clinical presentation of hypoglycemia and underwent an insulin test from different samples at different points in time, and compared to abbott and siemens, resulting in the following insulin values: - on an empty stomach (fasting): roche: 0.5 uu/ml. Abbott: 15.2 siemens: 8.61. - half an hour after a meal: roche: 0.6 uu/ml. Abbott: 15.1 siemens: 8.62. - two hours after a meal: roche: 1.0 uu/ml. Abbott: 22.5 siemens: 12.59. - three hours after a meal: roche: 1.5 uu/ml. Abbott: 32.2 - four hours after a meal: roche: 3.0 uu/ml. Abbott: 41.5 siemens: 39.1. - five hours after a meal: roche: 2.9 uu/ml. Abbott: 41.1 siemens: 37.87. - seven and a half hours after a meal: roche: 2.7 uu/ml. Abbott: 38.1. The units of measurement for abbott and siemens were not provided. No questionable results were reported outside the laboratory as they did not match the patient's clinical diagnosis.